Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue being peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be detected/prevented by following the applicable chapters in the instructions for use: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the inside of the light guide lens on the duodenovideoscope had foreign material. There was no patient involvement.